Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The distal edge of the bumper tip of the device was damaged. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. Stent crimp markings were visible on the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The long target lesion was located in the calcified proximal to mid left anterior descending artery. After pre-dilation with a non-compliant balloon catheter, a 3.50 x 32 mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal of the device, the stent was found separated from the balloon. The procedure was completed with another 3.50 x 32 mm stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The long target lesion was located in the calcified proximal to mid left anterior descending artery. After pre-dilation with a non-compliant balloon catheter, a 3.50x32mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal of the device, the stent was found separated from the balloon. The procedure was completed with another 3.50x32mm stent. No patient complications were reported and the patient's status was stable.